Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6); added here due to character limitation in respective field.

Event description:
It was reported, the bronchovideoscope exhibited the screen blacked out during downward angle. The issue occurred at reprocessing after an unspecified procedure. The procedure was completed using the same set of equipment. The patient was not under anesthesia. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The screen did black out during testing when attempting the ¿d angle¿. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure mode was the result of a broken image sensor. Because the insertion section was found damaged, it is believed that excessive force was applied causing damage and a loss of proper functionality. Olympus will continue to monitor the field performance of this device.